Event description:
The pt called lifescan on 10/27/04 and alleged that his meter would not power on. The pt stated that the last time he tested was during the first part of this week in the afternoon. The pt was able to test on his other meter during this time. The pt stated that the correct test strips were used, the battery was correctly installed and was less than 1 year old, and the contacts were in good condition. The pt contacted his physician for an appointment. The pt visited his physican and his blood sugar was tested and the pt had a high blood sugar reading (the reading was not reported). No treatment was reported. Based on the info provided, there is an indication of a meter malfunction, however, there is no indication of the malfunction leading to a serious injury. The pt did not receive any treatment, nor do we have a blood glucose result to confirm that the pt was hyperglycemic. The meter is being replaced for the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.